Event description:
A malfunction alarm was reported, displaying malfunction code 1. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was advised to continue using it while monitoring for any recurring issues, with instructions to call back if problems arose again.